Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was not available. Instead, a reference photo of the actual sample was received. The cannula was not captured by the tooth. Retention samples were visually inspected and found to be free of any damage, bent needles, or irregularities on the sheath and collar. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. It undergoes incoming inspection which includes visual inspection, dimensional inspection, and verification of quality certificate. The previous two fiscal years to the present, we received a total of thirty-six (36) complaints for the same issue affecting 25g mckesson needles. The cause of these complaints was not identified as being related to our product or the manufacturing process. Retention samples of 25g mckesson needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. All of the samples were successfully activated, and the cannula was captured under the sheath tooth. There was no needle bending during the activation. We could not identify the root cause of the problem based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the bent needle during sheath activation. Our cannula is supplied with raw material that conforms to iso 9626, specifically on stiffness and breakage. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Therefore, our process is assured. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that when activating the safety sheath, the needle has bent making it difficult to activate. The needle was below the level of the plastic safety side grabber device; however, the needle bent to the side and was sticking up over the top of the plastic sleeve. This occurred after vaccination to a patient. Additional information was received on 17oct2024: the method of activation was hard surface. There was no impact for the patient or health care provider (hcp). The hcp was able to return to normal duties. No needlestick occurred.